Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: visually the device seems to be in good condition. Via functional test the device was connected to the connector cable with no issues, however the device was not recognized by the test generator. "Attach electrode" was displaying on the screen. This device will be sent to gyrus for further evaluation. One of the solder joints on the proximal end shows evidence of burning/activation. The rear cover of the device was removed to allow investigation into the active continuity fail. The soldering of the active wire to the pcb board looked poor. When an additional continuity test was performed between the active distal tip and the proximal end of the active wire (wire protruding through solder) a satisfactory continuity value of 0.130o was recorded. The defect discovered by the customer was due to no active continuity. This was caused by a poor solder joint on the active circuit leading to no continuity between the active wire and pcb. A factor in this issue is the wire insulation is visible in the solder area. Due to the manufacturing defect detected from the supplier a CAPA was created to address the issue. The DHR review indicated that this batch was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of (B)(4) devices released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the reported device was used during the rotator cuff repair surgery when it was found that both ablate and coagulation could not be done with the reported device right after the operation was started. Although the reported device was re-attached again, it could not be used either. When another new probe was attached, it was turned on electricity. At this moment, the surgeon noticed that there was a problem with the probe itself. It was brand new and the first use when the issue occurred. There was a 10-minute-delay in surgery and no harm to the patient. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.